Event description:
The customer reported to olympus, the colonovideoscope biopsy cup/tip is stuck inside one of the channels. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the auxiliary and ethylene oxide labels were not properly affixed, there was foreign material in the biopsy port, there was a hole on switch 1 and switch 4, there was foreign material in the forceps passage, there was no movement of the exera variable stiffness, the angulation was low, there was play in the control knob movement, the distal end plastic cover has dents/scratches, the objective lens edges has chips and worn glue, the light guide lens has 3 cracks, the distal sheath glue is cracked, the insertion tube has scratches, and the light guide tube has inflated buckles. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the biopsy channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2, e3, & g2: additional information has been obtained and provided.